Event description:
It was reported the patient is scheduled to undergo a revision knee surgery due to an infection. The scheduled surgery date is (B)(6).

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please review attached for investigation results. (B)(4).